Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the generator displayed a max use error. Device sealing cannot be analyzed through video returned. It was reported that there was an alarm activation. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemicolectomy appendectomy procedure, in the first clamp, a console was occupied, and it did not perform its function, then it was changed to the second console and the error continued in the clamp. The clamp was changed, and the failure continued. The clamp was changed for a second and the same error was presented for the third clamp. Lots of clamps were checked, which were different and the error continued. Videos showed partial seal on the devices. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf4418, open sealer lf4418 curved large jaw (lot#311880044x); vlls10gen, vlls10gen ls series vessel sealing gen serial#(B)(6); vlls10gen, vlls10gen ls series vessel sealing gen serial# (B)(6); lf4418, open sealer lf4418 curved large jaw (lot#311880044x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemicolectomy and appendectomy procedure, in the first clamp, the console was activated as it marked on the display and sounded the start and end of the cycle, but did not seal correctly on approximately 5mm adhesions and spiffle. It was changed to the second console and the error continued in the clamp. The clamp was changed, and the failure continued. The clamp was changed for a second and the same error was presented for the third clamp. Lots of clamps were checked, which were different and the error continued. Revision of the ligasure consoles was requested and the software was updated to provide the necessary power for optimal vessel sealing. Patient had no bleeding since another clap was given to the cup sealing. There was no patient injury. Videos showed partial seal on the ligasure devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.